Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
Olympus representative reported that the image does not appear (inside the octagon), nor on other systems. During evaluation of the device, a foreign object was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was not confirmed. In addition to the findings reported in b5, the following were identified: due to wear of angle wire, bending angle in up direction does not meet specification, due to wear of angle wire, the play of up/down knob is out of the specification, an abnormal sound was made due to damage on up/down knob, bending section had a chip, due to clogging of nozzle, water removal ability does not meet specification, scratches throughout the device, adhesive around the objective lens and light guide peeling, deformation, broken, cuts, control unit had discoloration, debris, angle wires become stretched, and curved rubber adhesive part missing. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility noted cannot confirm the foreign matter adhered on the device, stated that device was washed the day before. Device was not used.¿ did not provided additional information. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: flushed the air/water nozzle with water and air. Flushed air/water nozzle with detergent solution. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. Noted no abnormalities in the accessories used in reprocessing . Noted no concerns in the processing. Noted "device used the day before and washed with oer-4" stated that since the image did not come out, another scope was not used. The investigation is ongoing; therefore, the root cause of the device problem cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.